Event description:
Additional information reported the cause of the lead explant was facial spasm. The patient was scheduled to be re-implanted on the day of report, "with medication now." Additional information received approximately three weeks later indicated the patient was re-implanted as planned and was receiving effective therapy. It was noted, to avoid the issue again, the physician measured the lead before operation. The length of the new lead was 1.7 millimeters "short." The physician used "iatrotechnique to cover this short."

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had side effects with test stimulation. They confirmed the position with magnetic resonance imaging (MRI), and found that the position was too deep. The lead was removed the day of report, which resulted in a prolonged hospital stay. After removal, "they have been measured and found to extend the phenomenon, total extending 1.5 millimeters." Patient was to be re-implanted after three weeks. No outcome was provided regarding this event. Further follow up is being conducted to obtain this information.

Manufacturer narrative:
(B)(4). Analysis of the lead (serial # (B)(4)) revealed the proximal end of the lead was stretched. The lead was electrically okay.